Event description:
On (B)(4) 2010, inomax (B)(4) was being used on a pt (age and gender not provided) for an indication and dosage not specified. It was reported by a biomedical engineer that a loud hissing sound/leak was heard from inside of the device. Inomax (B)(4) subsequently went into system shutdown and the cylinder emptied from the leak. A respiratory therapist was alerted of the event and the device was switched within 5 minutes. During this time, the pt's oxygen saturation decreased to the mid 80s (baseline oxygen saturation level unk). It is unk whether or not the pt was manually bagged with nitric oxide during the device switch. The respiratory therapist states the pt's oxygen saturation decrease resolved and no other device-related issues occurred with the replacement inomax ds unit. The oxygen saturation decrease is deemed non-serious as the brief desaturation occurred for approximately 5 minutes and recovered to baseline values. The case is with hospital's risk management team who states there was no pt harm but a voluntary medtwatch will be filed.

Manufacturer narrative:
The reporter stated, the device made a loud noise and went into system failure. As a result, the cylinder emptied from a leak. The investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. When the pressure switch was replaced, the gas leak could no longer be heard. The root cause of the incident was a failed pressure switch.